Event description:
In 2008, boston scientific corporation was informed that the physician was trying to close a fistula with the resolution clip device, and when the clip was deployed, it fell off in the patient. It was not retrieved. The procedure was completed with another of the same device and there were no patient complications. Patient is "fine".